Manufacturer narrative:
D6a - implant date: corrected from (B)(6) 2024. H6: coding corrected. Additional information was received on 03 july 2024. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was implanted using a flexnav delivery system during a transcatheter aortic valve implantation (tavi). The annular dimensions were short diameter of 19.6mm, long diameter of 27.6mm, and perimeter of 74.8mm. The non-coronary cusp was 2mm, and the left coronary cusp was 6mm. There was sufficient calcium to allow sealing. On (B)(6) 2024, the patient's hemoglobin was 7.0g/dl and platelet count was 58,000/mcl. Patient had anemia and thrombocytopenia. On (B)(6) 2024, the patient's hemoglobin was 5.5g/dl and platelet count was 42,000/mcl. Blood transfusion was performed. On (B)(6) 2024, the patient was not feeling well, and additional consultations were performed for suspected hemolysis. A mild to moderate perivalvular leak was noted. Two blood transfusions were required. On (B)(6) 2024, the patient had a fever and was admitted to the hospital due to elevation in c-reactive protein (crp) and presepsin with suspicion of bacterial infection. Antimicrobial agents were started as treatment. The perivalvular leak was mild to moderate, and the valve was not correctly expanded on computed tomography (CT). Mechanical hemolysis and myelodysplastic syndrome were suspected from blood examinations. The patient's platelet count recovered from 42,000 to 100,000. The anemia was still persistent, with plans to provide blood transfusion once every 2 weeks. The patient status was reported as discharged.

Manufacturer narrative:
H11: investigation summary corrected. An event of paravalvular leak (pvl), valve underexpansion, hemolysis, anemia, thrombocytopenia, and infection were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pvl and valve underexpansion could not be conclusively determined. A conclusive cause for the reported hemolysis and the relationship to the pvl could not be determined. A conclusive cause for the reported patient effects, and the relationship to the device, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of paravalvular leak and hemolysis was reported. A returned device assessment could not be performed as the device and was not returned for analysis. Based on the available information, the cause of the reported event could not be conclusively determined. The reported unexpected medical intervention was a result of case specific circumstance as the patient required blood transfusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was implanted using a flexnav delivery system during a transcatheter aortic valve implantation (tavi). The annular dimensions were short diameter of 19.6mm, long diameter of 27.6mm, and perimeter of 74.8mm. The non-coronary cusp was 2mm, and the left coronary cusp was 6mm. There was sufficient calcium to allow sealing. On 09 may 2024, the patient was not feeling well, and additional consultations were performed for suspected hemolysis. A mild to moderate perivalvular leak was noted. Two blood transfusions were required. The patient status was reported as discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was implanted using a flexnav delivery system during a transcatheter aortic valve implantation (tavi). The annular dimensions were short diameter of 19.6mm, long diameter of 27.6mm, and perimeter of 74.8mm. The non-coronary cusp was 2mm, and the left coronary cusp was 6mm. There was sufficient calcium to allow sealing. On (B)(6) 2024, the patient was not feeling well, and additional consultations were performed for suspected hemolysis. A mild to moderate perivalvular leak was noted. Two blood transfusions were required. The patient status was reported as discharged.